Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that the zxr00 22.0 diopter intraocular lens (iol) was explanted due to the iol not meeting the patient visual goals. Through follow-up it was learned that the lens was explanted from the patient's right eye due to blurry vision, patient issues. There was no vitrectomy, however incision enlargement and suture were required. There was no patient injury reported. The lens was replaced with a zcb00 iol with the same diopter size. No further information was provided.

Manufacturer narrative:
Yes, returned to manufacturer on 5/08/2017, device returned to manufacturer ¿ yes. The device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.